Event description:
It was reported that the device was observed to have water damage to the box and possibly mold growing underneath the plastic. The device will be returned.

Manufacturer narrative:
(B)(6).